Event description:
The iab was inserted into the patient on 7/8/98 at 2:14 p.m. Poor augmentation was noted during iabp and the iab was removed on 7/13/98 at 5:30 p.m. No second iab was inserted into the patient. The iab was not returned to datascope for evaluation. (Event complications: none from the event - reported 8/20/98.) (Pt's current status: discharged - reported 8/20/98.)